Event description:
It was reported the patient experiences a burning sensation when the stimulation is on. As a result, the patient stopped using and charging the system approximately two months ago. A replacement le charger was sent to the patient. The patient will meet with the sjm representative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.